Event description:
A patient reported experiencing inaccurate erratic results with a otp meter. The patient's blood glucose results were 39c, 162. Tests were done within 10 minutes with a difference of 109%. Patient did not experience any adverse events. No further information has been reported.